Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors instrument was cracked. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a cracked tube adapter. The crack measures approximately 6.16 mm. Aside from the crack, the mcs instrument contacts also appear to be bent inside the tube adapter, a tube from the user-installed tip accessory was also found inside. The electrical continuity was performed and passed. The inputs were manually articulated and passed. The housing was removed and found to have no damage. The mcs instrument was found to have a bent electrical contact. Both contacts were found to be bent outwards due to the crack at the tube adapter. The mcs instrument was found to have a lodged component inside the tube adapter. A metal tube from the user-installed tip accessory was found attached inside the tube adapter. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.